Event description:
It was reported that pump shut down during the night while she was sleeping, as communicated by her mother to the technical support team. There was no reported impact to the blood glucose level. Customers mother planned to have her call in to provide consent for starting the process of acquiring a new pump. Technical support attempted follow-ups via email and phone, but eventually closed the case as no further action was needed.